Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that the water pipe was depressed and water could not come out smoothly during vitrectomy surgery. The surgery was completed. There was no information about patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the infusion cannula, we observed damage consistent damage from a pair of forceps. This damage can be replicated and usually occurs when the tip is removed from the priming tray with a forcep-type instrument. The infusion cannula fluidics was tested on the console and the infusion flow rate and intraocular pressure iop were measured and the depression on the tip did not affect the fluidics performance. The most likely root cause of the customer's complaint is related to mishandling of device by the user. After investigation of this complaint no corrective action is required at this time as the damage appeared to be induced by the user during handling. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).